Manufacturer narrative:
Device eval by MFR: the device was received, and analysis was completed. The microcatheter was received as a complete fracture and separation from inner lumen detached from hub adhesive. Microscopic inspection revealed that the nickel shaft was fractured at first perforation at the hub. The inner lumen stretched and kinked. The inner lumen stretched 2cm from proximal end. A broken piece was extracted from the distal tip of shaft that was consistent with a guidewire. X-ray images found broken material in the distal tip.

Event description:
Reportable based on device analysis completed on (B)(6)2024. It was reported that the hub detached. The patient presented with bleeding from the stomach and had come from the intensive care unit (ICU). Profuse bleeding had been observed within the prior 12 hours. A direxion hi-flo fathom-16 system was selected for use to place coils in the left gastric artery. After two unsuccessful attempts to insert coils through the direxion hi-flo catheter hub, the hub detached. No massive bleeding occurred during the procedure. There were no patient complications. However, device analysis revealed a broken guidewire in the distal tip of the catheter shaft.